Event description:
During knee arthroscopy, in 2001, end of the nerve hook broke off in pt. Physician explored knee under fluoroscopy, the knee was flushed and irrigated. They were not able to retrieve the foreign body.